Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. Investigation results: device evaluated by MFR: the 12.0 x 60, 75cm mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon sleeve and extending distally across the balloon material to the distal balloon sleeve. The rated burst pressure for this device as per specification 90519237 is 14 atmospheres. The device cannot be advanced through a sheath due to the balloon tear. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the 12.0 x 60, 75cm mustang device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that device difficult to advance occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula (avf). A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that there was a lot of resistance when the device advance in sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a balloon longitudinal tear.